Event description:
It was reported that the subject device had screen flickering image during service / maintenance (not in a clinical setting). There were no reports of patient involvement..

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves, image occasional blackout, image occasional red screen, component failure of the universal cord, and component failure of the insertion section were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen flickering of the image and interference waves were caused by a component failure of the universal cord. Image occasional blackout and occasional red screen was caused by a component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.